Event description:
An outside law firm reported that a patient experienced complications associated with a left total knee replacement (tkr). According to clinical documentation, the patient underwent a revision left total knee arthroplasty on (B)(6) 2026 for a failed left total knee replacement with chronic pain. Operative findings documented loosening of the femoral component, which was easily removed from the cement mantle with no bonding on the posterior aspect of the femoral prosthesis. The tibial component was also removed without significant difficulty or bone loss. The procedure involved removal of the failed femoral and tibial components and implantation of another manufacturers system. No intraoperative complications were reported. This report is filed under ais reference (B)(4).